Event description:
Rptr noted posterior capsule tear during initial sculpting when the pupil contracted. Anterior vitrectomy done; intraocular lens implanted in suculus. Referred to retinal surgeon for trans pars plana vitrectomy. Retinal surgeon also reported pupil contracted during trans pars plana vitrectomy. Pt is recovering well.